Event description:
The pt received her scs system on (B)(6) 2009 consisting of an ipg and surgical lead. It was reported that the pt¿s scs system was explanted on (B)(6) 2011 due to alleged pocket heating. This issue was initially reported to the MFR during an appointment on (B)(6) 2009. The explanted device was returned to the MFR for analysis.

Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.